Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that three additional complaints have been received for the provided lot number for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that seven knives were not sharp enough and did not work properly during separate cataract surgeries. An alternate knife was obtained in order to complete each procedure with no further problems. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Seven opened knife samples were received by manufacturing in blister packages with foam tip protectors for the report of not being sharp. Three of the samples were not seated correctly in the foam protectors. The returned samples were visually inspected and were found to be conforming. Penetration testing was then performed. Five samples were found to be conforming and two samples were found to be non-conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 15 additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the damaged knife samples is unknown. An investigation has been initiated to investigate the possible manufacturing related root cause and number of related complaints for this issue. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).